Event description:
It was reported that after starting the programmer, the display stopped progressing, the user was unable to reach the screen for a pacemaker check. The same event occurred a few more times after turning the power of the programmer off and then on, since the screen would not progress, the doctor stopped using the programmer. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).